Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient had a line blocked alarm while she was sleeping but resumed with current cassette and repositioned her body and stretched out the device's tubing. No patient harm or no patient injury. The event occurred while in use with patient.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection and functional testing could not be performed. Lot number was unknown and the device history review could not be performed. The customer complaint occlusion could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.